Event description:
Damaged catheter was found. Also, leakage from the bifurcation site of the catheter was found. The pt was in the dialysis treatment at a clinic. On (B)(6) 2011, the soft-cell was inserted via the internal jugular. The air was coming into the catheter during the dialysis treatment at the clinic and observed blood leakage. The catheter was removed immediately after the incident.

Manufacturer narrative:
The complaint of a partial break in the tubing is confirmed. Microscopic examination of the tubing at the distal end of the bifurcation site reveals a partial tear in the tubing. The break site is located at the juncture of the distal end of the bifurcation site and catheter tubing. The break line site is jagged, irregular and exhibits as granular veneer. The break line is perpendicular to the central axis of the tubing, the exact mechanism of damage is undetermined. Gross visual and microscopic examinations functional and tactual testing shows no evidence of a defect or deformity related to the mfg process. A lot history review (lhr) is not possible, as no mfg lot number info has been provided by the complainant.